Manufacturer narrative:
Product complaint (B)(4). Depuy synthes is submitting this report pursuant to the provision depuy synthes of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Subject ID: (B)(6). Dots. Clinical adverse event received for hemarthrosis and suspected loosening, there is lytic area in femur zone 1, question of infection as well. Event is serious and is considered moderate. Event is definitely related to device and there is a remote possibility related to procedure. Date of implantation: (B)(6) 2019. Date of event: (B)(6) 2019. (Left knee). Treatment: left knee revised to address infection, with removal of all implants, and placement of an antibiotic spacer. Depuy components: catalog ID: 960103, lot: 8966832, description: sigma patella oval dome 3 pegged 41mm; catalog ID: 129433150, lot: 8979680, description: mbt cemented keel sz 5; catalog ID: 196192052, lot: 8956325, description: aox cvd rp tibial insert sz 5 12.5mm ; catalog ID: 960005, lot: 9030602, description: sigma fem c/ret cemented lt sz 5; catalog ID: 3332040, lot: 8835332, description: smart set bone cement cmw3 ; catalog ID: 3332040, lot: 8835332, description: smart set bone cement cmw3;